Event description:
Aspiration with subsequent death to patient was reported by patient's family attorney seeking information on ng tubes being used as feeding tubes. According to the request, a ng tube being used as a continuous feeding tube in an elderly pt, was allegedly poorly placed and resulted in the aspiration and subsequent death of the pt, in the attorney's view. A review of the complaint history showed no previous information on file concerning this event.